Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an emerge balloon catheter. There was contrast and blood in the inflation lumen and contrast in the balloon. The balloon was loosely folded. Microscopic examination of the balloon revealed a 12mm longitudinal tear in the balloon wall from proximal to the distal ends of the balloon. Microscopic examination presented no irregularities in the balloon material. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified posterior descending artery and atrioventricular branch of the right coronary artery (rca). A 2.50mm x 12mm emerge&#10242;balloon catheter was advanced for predilation. However, upon the first inflation, the balloon ruptured at 8 atmospheres (atms) after a duration of 7 seconds. The balloon was completely removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified posterior descending artery and atrioventricular branch of the right coronary artery (rca). A 2.50mm x 12mm emerge balloon catheter was advanced for predilation. However, upon the first inflation, the balloon ruptured at 8 atmospheres (atms) after a duration of 7 seconds. The balloon was completely removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.